Event description:
During a percutaneous transluminal angioplasty, the (amiia, 423-4020w) balloon ruptured at 5 atmospheres. Therefore, the balloon was withdrawn out of the pt's body. The vessel had severe calcification, mild tortuosity and 99% stenosis. The product was prepared and clinically used as per the IFU without any adverse consequence to the pt (gender and age: unk). The product will be returned for analysis. The target site was the superficial femoral artery (right or left: unk), and the vessel had severe calcification, mild tortuosity and 99% stenosis.

Manufacturer narrative:
The product is expected to be returned for evaluation and analysis; however, has not been received. Additional info will be submitted within 30 days of receipt. The device is considered to be similar to the pta balloon catheters sold in the united states.